Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (11 m/ml at 14 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 pump interrogation indicated ¿motor stall occurred¿ and ¿stopped pump period may exceed tube set¿. It was unknown if the patient had recently had an MRI. No patient symptoms were reported. Additional information was received and it was reported that the pump was replaced. During the pump refill, the physician had noticed that the motor stall had occurred. There was a higher amount of medication removed from the pump than what was stated on the 8840 programmer. The patient had fallen approximately 10 days prior. The patient later called the physician and reported that withdrawal symptoms were occurring. During the replacement surgery, the physician stated that the pump drug accuracy at refills had always been above what the 8840 programmer stated since original implant. No rotor or dye study was done. There was reported to be no patient injury and the patient recovered without sequela. See also manufacturer¿s report # 3004209178-2016-01600.